Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-nov-2017 with the following findings: during investigation, the pump was returned and visible moisture was observed in the battery compartment. No crack was found on casing around the display. Unrelated to the original complaint a battery compartment crack was found near the top left corner of the grip pad. A leak test was performed and failed due to a leak from the battery compartment crack. The pump was opened, and moisture corrosion was found on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing with moisture) issue. It was reported that pump casing around the display had been cracked/damaged and that moisture ingress was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is not being reported because there is no impact on insulin delivery function and no delay in treatment.